Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The endoscope was inspected and fault 45312 was observed on the right eye. The endoscope adapter (aea) was damaged and had a friction issue.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the surgeon opted to convert the procedure to a laparoscopic procedure, as they had encountered a flashing image with the 8mm endoscope. Troubleshooting was not attempted. When the surgeon tried to see the image without use of the endoscope, they observed the image had some snow/static on the vision side cart (vsc) touch screen. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended hard-cycling the vsc when possible. A review of the system logs performed by the tse reported 45314 faults. The procedure was converted to laparoscopic surgery with no reported injury to the patient. Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: the site's nurse confirmed the procedure was completed successfully using laparoscopy, with no injury to the patient.